Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the (malfunction or reported issue).

Event description:
The consumer stated that a tampon came apart upon removal and tampon pieces remained inside of her. She was able to remove the remaining pieces and did not seek medical assistance.